Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2025. It was reported that the problem of the device was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on september 2, 2025: it was confirmed that the type of procedure was a non-variceal bleeding ligation.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damaged and the bands were overlapped. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force; this may have caused the teeth to become damaged, or perhaps this could be attributed to the way the physician entered the device through the patient, damaging the teeth and affecting the functionality of the handle when deploying the bands. Additionally, it was possible to observe that the bands were overlapped. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that, depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly and also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. Therefore, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2025. It was reported that the problem of the device was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on september 2, 2025: it was confirmed that the type of procedure was a non-variceal bleeding ligation.

Manufacturer narrative:
E.1. (Initial reporter address 1): (B)(6). H2 (additional information): b5 (describe event or problem) has been updated based on the additional information received on september 2, 2025. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2025. It was reported that the problem of the device was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.